Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA regarding a foot control device in which, during a lumbar laminectomy l5-s1 surgery, it was discovered that there was a hole in the hose where it attaches to the device. According to the report, the pedal stopped working during the procedure. There was no delay in surgery as an identical spare device was available. No injuries or medical intervention were reported. No additional information is available.